Event description:
Right shoulder hemiarthroplasty procedure device failure. The counterbore sheared in half while attached to t-handle for reaming. The impactor/ extractor was also stripped. A vice trip and slap hammer had to be used to get out the trial stem. (B)(4).